Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: the customer issued a complaint for a detached plunger problem detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. Rationale: complaint is unconfirmed.

Event description:
It was reported that the syringe was not functioning correctly and leakage occurred with a bd ultrasafe¿ injection system needle guard. The following information was provided by the initial reporter: complainant reported that prolia cap was stuck, and when trying the remove the cap, the plunger came out of the syringe and medication spilled on the floor.